Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Caller did not provide information regarding blood glucose levels, leaving the impact unreported. Technical support assisted caller in troubleshooting button issues by removing the pump case and instructed use of proper technique in pressing the button. Despite efforts, the button remained problematic. Technical support arranged for a replacement pump and advised caller on returning the malfunctioning pump, while confirming the shipping address. Caller agreed to follow procedures for storage and return of the pump using a prepaid label.